Event description:
During routine testing of the device at the service center, the user reported that the hematocrit saturation probe did not function as expected. The probe had an iri value of -16.6% , which is outside the expected operating range. It was found that both the auxilliary printer control board and the servo printer control board were overheating. Since the event occurred at the service center, there was no pt involvement during this event.